Manufacturer narrative:
It was reported that a pump displayed the error message "er07" the pump stopped and the hand crank was used. The event occurred during treatment. No harm to any person was reported. According to the service manual of the hl 20 the error message "er07" indicated that the +5v- supply voltage test failed for the pump module. This failure can cause an unintentional pump. Therefore, a report is required. According to the getinge field service technician, this device is not under maintenance contract with getinge. The device was not made available for inspection therefore the failure could not be confirmed. The customer commissioned a third party to perform the repair. The device was repaired and is back in use. However the customer is unwilling to provide specific information about the third-party company, the repair or any specific patient information however the reported failure could be linked to following most probable root cause according to the risk assessment: - 5v-supply out of tolerance - reference voltage not adjusted - ad-converter defect the review of the non-conformities has been performed on 2025-02-19 for the period of 2015-06-24 to 2025-02-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-06-24. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message er07" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a pump displayed the error message "ER 07". The instance of time was not provided. No harm to any person was reported. This failure can cause an unintentional pump. Therefore, a report is required. According to the service manual of the hl 20 the error message "ER 07" indicated that the +5v- supply voltage test failed for the pump module. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.